Manufacturer narrative:
It was reported that the surgeon was not able to load the patient folder. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs indicates that the root cause of the issue is a known design defect. It is noted that the contrast value was changed manually on cst recommendation, the .ros file was then re-generated and worked as intended.

Manufacturer narrative:
The device ro12020 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4). Because there was a reported delay on the surgery of two hours.

Event description:
It was reported that was impossible to load the patient folder on the rosa device and on the planning station at the beginning of the surgery, the patient was present and under general anesthesia. After a modification of the exam file the surgeon was able to load the patient folder and perform the surgery.